Event description:
On (B)(6) 2011, an aortic valve replacement was performed with the implant of this 23 mm sjm trifecta valve. The patient presented to the hospital in (B)(6) 2015 with dyspnea. An echocardiogram showed a calcified aortic valve with aortic stenosis and insufficiency. On (B)(6) 2015, the patient underwent a redo aortic valve procedure.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).